Manufacturer narrative:
Tracking #.50583. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported during a thoracotomy lung resection a tlh90 cut along the channel on the first firing and when it was released one line of staples was not fired. The line of staples that did fire were only half formed. The case was completed by suturing over the staple line. There was no consequence to the patient.